Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called responding to the field notification letter. The drive support cap is protruding. Reminded caller not to manipulate or push the drive support cap while connected to the insulin pump. The insulin pump will be replaced. Nothing further reported.